Event description:
This lead was capped and replaced due to high impedances, >2000 ohms and high thresholds, 4.5v@1.5ms. The physician also chose to replace the pacemaker proactively, though it was not at eri. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.